Event description:
It was reported that during use, the display screen on the cs300 intra-aortic balloon pump (iabp) was blank. It was noted that other functions appeared normal and the printer strips were printing. A getinge account manager walked the nurse through obtaining another pump and switching over. After the switch, the nurse reported that the screen worked fine after the iabp unit had been turned off and back on. The account manager advised the nurse send the iabp unit to the biomed for evaluation. There was no patient harm and no adverse event reported.

Event description:
It was reported that during use, the display screen on the cs300 intra-aortic balloon pump (iabp) was blank. It was noted that other functions appeared normal and the printer strips were printing. A getinge account manager walked the nurse through obtaining another pump and switching over. After the switch, the nurse reported that the screen worked fine after the iabp unit had been turned off and back on. The account manager advised the nurse send the iabp unit to the biomed for evaluation. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the iabp unit was never evaluated for the blank display screen due to the fact that during transport to the biomed department, the iabp unit fell over and was damaged. The customer has advised that top cover, top cover insulation pad, fiber optic end cover and all relevant labels were replaced. Subsequently, the unit checks good on all tests and calibrations and was returned to use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available. The full name of the event site is has been abbreviated due to field character limit; the full name should (B)(6).

Event description:
It was reported that during use, the display screen on the cs300 intra-aortic balloon pump (iabp) was blank. It was noted that other functions appeared normal and the printer strips were printing. A getinge account manager walked the nurse through obtaining another pump and switching over. After the switch, the nurse reported that the screen worked fine after the iabp unit had been turned off and back on. The account manager advised the nurse send the iabp unit to the biomed for evaluation. There was no patient harm and no adverse event reported.